Event description:
I it was reported that, during preparation for a diagnostic tracheal observation procedure, the upper left corner of the image was incomplete. The procedure was completed with a similar device. No patient or end user harm reported.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the left side of the image was abnormal due to an adapter failure . In addition, device evaluation found damaged cable and cable flooding. Based on the results of the investigation, it is likely the adapter failure led to the reported malfunction. However, a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. The event can be prevented by following the instructions for use which state: endoscopic image disappearance and freezing warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
See h10.